Event description:
It was reported that the ilet device became unresponsive and the screen froze during a firmware update while paired with a non-supported smartphone model, which prevented restart attempts through the mobile app and displayed compatibility and availability messages; the issue resolved after the app was deleted and reinstalled, allowing the device to restart. Investigation included remote troubleshooting and guidance to force close, reinstall the app, and attempt device restart. Investigation of this case revealed that the unresponsiveness was associated with use of a non-listed compatible smartphone during an update and was resolved by reinstallation and restart, indicating a software interaction rather than a hardware failure. Symptoms included no reported adverse clinical effects. Outcomes included no alarms or hospital care. It was concluded, based on previously established findings for similar reports, that the cause was a software compatibility issue related to use of a non-supported mobile device.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.